Event description:
It was reported that this right atrial (ra) lead exhibited loss of atrial capture. Atrial impedance and sensing were noted to be stable and in-range. This lead remains in service and no adverse patient effects were reported.